Event description:
A report was received that the patient was explanted due to an infection. The patient's symptom was discharge at the pocket site. The patient was not hospitalized and the physician was unwilling to provide culture results or medical treatment given to the patient. The patient was doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.